Manufacturer narrative:
This event is being reported as a malfunction of the keller funnel device because it may have contributed to the rupture of the breast implant shell. Although there was no injury to the patient in this case, delivery of a ruptured breast implant to the breast pocket space could require additional medical intervention in the event that the rupture is not noticed by the implanting physician. Information contained in this report regarding the associated allergan breast implant device will be submitted via psr. Further information from the reporter regarding product details has been requested. No additional information is available at this time. The device is not available for return. Device labeling: caution! Using excessive force may damage the implant. If the implant does not gently advance through the funnel into the surgical pocket, similar to the amount of force required during the sizing confirmation step, stop! Ensure the distal end is not folded, pinched, wrinkled, or overly constricted. Verify that both the incision and surgical pocket are large enough to accommodate the implant. Verify the end of the funnel is not inserted more than 1 cm, is directed toward the center of the surgical pocket, and the pathway is not obstructed by muscle tissue, or surgical instruments.

Event description:
Healthcare professional reported during the insertion with an allergan inspira® smooth silicone gel filled breast implant through a keller funnel¿2, the doctor noticed a "rupture on the corner of the implant." The doctor set the implant aside, and the procedure was successfully completed with a backup device. The device touched the patient, but it could not be confirmed if the gel itself made patient contact. The funnel was trimmed to the correct trim for the size of the breast implant and hydrated with a triple antibiotic solution.